Event description:
See initial report.

Manufacturer narrative:
Verification of the manufacturing records confirmed that the involved unit successfully passed the in-process air and leak tests before released. The review of the livanova complaints database revealed no other similar complaints notified for the batch concerned from the market. The complained device returned to livanova facility for investigation. The preliminary visual inspection highlighted the presence of dried blood residues along the fibers. The unit was extensively cleaned and purged to remove the observed biological traces. After that, the oxygenator was subjected to a functional gas exchange performance test with bovine blood as per the blood venous parameters described within relevant iso and performance specifications. During the test, no failure of the device to provide adequate oxygenation levels of the arterial blood was reproduced. According to the investigation findings, the unit proved to be working properly in terms of oxygen transfer without exhibiting any performance issue. Therefore, no specific malfunction or deviation of the device was confirmed. Taking into account the above facts, it cannot be excluded that the low oxygenation condition complained by the customer was due to a non-device related factor (such as a temporary fault of the hospital gas supply). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sorin group italia received a report that an inspire oxygenator was oxygenating at pao2 15-20 mmhg with fio2 90%. Medical team was aware that the oxygenator was not performing as expected prior to the start the cross clamp and elected to wean the patient from bypass and replace the oxygenator. The patient was anemic anyway and the lost volume of the oxygenator (approximately 300 ml) meant that the patient likely had to have an additional unit of blood to compensate. The patient was expected to require multiple transfusions anyway and the loss of this volume was unplanned and did require additional treatment. With the new oxygenator replaced within 5 minutes and the patient having been weaned successfully off bypass for the change-out suffered no other effects and the new oxygenator performed as expected. Procedure was completed with no issue. There is no report of any patient injury. According to information, the oxygenator was primed 12 hours before.

Manufacturer narrative:
A.1.-a.5. No patient information has been provided. D.4. The inspire 8f m hollow fiber oxygenator with integrated arterial filter oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). G.5. The involved inspire 8f m hollow fiber oxygenator with integrated arterial filter oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand-alone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile finished convenience pack into which the oxygenator was assembled. H.10. Sorin group italia manufactures the inspire 8f m hollow fiber oxygenator. The incident occurred in oxford, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.